Manufacturer narrative:
The device was received for evaluation assembled to a secondary set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and it was impossible for the solution to flow higher than the nypro check valve. Therefore it was not possible to replicate the reported non-conformance ¿secondary medication has filled the primary bag¿. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through the check valve of a continu-flo primary administration set. This occurred during infusion. The reporter stated that the secondary medication filled up the primary bag. The device was being used with a baxter infusion pump and baxter secondary set. There was no patient injury or medical intervention associated with this event. No additional information is available.